Event description:
It was reported that there was a recent lead warning , with 4000 low impedance paces, and a rise in threshold. Also, bipolar impedance, 246 ohms, was lower than unipolar, 343 ohms. The lead was capped. No patient complications were reported as a result of this event.